Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was not securely connected. Customer changed the pump supplies to resolve the issue. Customer¿s blood glucose level was "high" however, a specific value was not provided. Customer delivered a correction bolus via the pump to address blood glucose level.